Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon first dilation for 10 seconds. The balloon was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.